Event description:
Item 1 from report (B)(4), rfid on 4x4 sponge was not detected when wanded. No pts were harmed. This event was reported to clearcount medical solutions on (B)(4) 2012 as a failed tag.

Manufacturer narrative:
This MDR is being filed at the behest of FDA in response to mw report (B)(4). This complaint was rec'd by clearcount medical solutions on (B)(4) 2012, investigated and found to not require an MDR. The original complaint stated that a tag would not read, which was found to be true after investigation. The root cause of the failure of the tag was found to be a failed solder joint. A report of the investigation was issued to (B)(6) by (B)(4).